Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. The customer's blood glucose level was 7 mmol/l at time of incident. Customer states was in pool when the pump alarmed critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Device was received with blank display due to moisture damage on electronic assembly. Unable to verify critical pump error (open book image) alarm or perform functional testing due to blank display. Device was received with corroded battery tube and moisture damage on motor assembly.